Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead alert indicated a high rate of short v-v counts. During manipulation/testing the lead impedance and threshold measurements were found to be stable. It was also reported the lead displayed a sudden high increase of the sensing integrity count and there were two episodes of non-sustained ventricular tachycardia and noise. It was determined the lead was fractured. The lead was capped, replaced, and no patient complications have been reported as a result of this event.